Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The inner channel is kinked and the outer cage is kinked, meeting regulatory reporting criteria. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, a 5x33 embotrap ii revascularization device (et007533, 19a161av) became ¿stuck¿ to the headway 21 microcatheter (mc) hub. The doctor changed to a new similar microcatheter, but the embotrap was still stuck to the hub. The doctor used a new embotrap with the second headway mc and the procedure was successfully completed. The surgery was delayed due to the event by 5-10 minutes. There were no consequence to the patient. The device was examined prior to use and no issues were noted. The device was used and prepped as per the instructions for use (IFU). Flush was normal as usual. The initial examination of the returned embotrap device identified deformation of the distal cone (outer cage and inner channel) but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal cone of both outer cage and inner channel, is indicative of excessive pushing of the device against resistance. The damage to the struts of the distal cone is indicative of a blockage or constriction of the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool may not have been fully seated. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The damage to the return embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device) b) a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the return embotrap device and a sample headway 21 microcatheter, however the returned device failed to advance from the insertion tool into the lumen of the headway 21 microcatheter. A new embotrap was then advanced with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 15mm. Advancement was unsuccessful at a gap greater than 15mm, i.e. Incorrectly seated. The complaint indicated that the returned device was unsuccessfully passed through the initial headway 21 microcatheter by the physician leading to failure to deliver the embotrap device. The embotrap was attempted to be delivered through another headway 21 microcatheter but this too proved unsuccessful. A new embotrap device was then used with the second headway 21 microcatheter and the procedure completed successfully. This indicates that the damage to the embotrap (which prevents insertion) noted during the evaluation performed by cerenovus on its return was present when the physician attempted to deliver it using the second headway. It is therefore concluded that the damage occurred during the attempted insertion into the first headway. The reported customer complaint ¿embotrap - impeded in microcatheter hub¿¿ was confirmed. As the damage is consistent with attempted delivery through a constricted lumen the most probable root cause(s) therefore is either a localized constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a defect or kink in the lumen (potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some movement of the insertion tool during device delivery. Per the instructions for use (IFU) insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a thrombectomy case, a 5x33 embotrap ii revascularization device (et007533, 19a161av) became ¿stuck¿ to the headway 21 microcatheter (mc) hub. The doctor changed to a new similar microcatheter, but the embotrap was still stuck to the hub. The doctor used a new embotrap with the second headway mc and the procedure was successfully completed. The surgery was delayed due to the event by 5-10 minutes. There were no consequence to the patient. The device was examined prior to use and no issues were noted. The device was used and prepped as per the instructions for use (IFU). Flush was normal as usual. Based on the investigation of the device, the inner channel is kinked and the outer cage is kinked.